Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation at this time. The root cause was due to a defective o2 pressure regulator. Logs shows that alarm 388 was triggered in combination with alarm 271 during a running ventilation at 3.26 to 4.06 bar o2 supply pressure. Investigation on the affected part came to the conclusion that the regulated pressure remains above the alarming threshold for flow rated of up to 3 lpm at supply pressures lower than 4 bar. Advised customer to replace the inspiration block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported bellavista1000 is giving alarm 388-no o2 dosing possible and alarm 271 o2 supply fail, no o2 dosing possible. Furthermore, there was no patient involved during the event.